Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported although the electronic gas delivery system was successfully calibrated, the error message "cal" displayed on the central control monitor. Manual use of the system remained available. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.